Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed on part # 323.042, lot. 2264776: correct article number is (B)(4), manufacturing location: (B)(4), manufacturing date: 29.may.2007: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the thread of the drill guide is broken, presumably the result of the violation of surgical technique, used the guides as shibuki (spike) plates. This was detected at the loan department. No patient involvement. This report is for one (1) 4.3mm threaded lcp(tm) drill guide this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Unknown when the device broke; it was discovered broken on (B)(6) 2017. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: during routine inspection of the device it was noted that the drill guide is broken. Based on the damage to the device the reporter determined the most likely cause of the damage was using the drill guide as a guide for the bending of plates which would be incorrect surgical technique.

Manufacturer narrative:
Additional narrative: an evaluation of the returned device was completed. It was reported, that during the inspection the orthokit centre specialist decided that clinic violated the rules of operation the result of the violation of surgical technique, it means the clinic used the guides for bending of plates. The visual inspection of the returned drill sleeve has shown that a part of the threaded tip section is broken out. Additional there are some small scratches detected. The labeling is faded and is an indication that the part was reprocessed a lot of times. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. This part was manufactured in may 2007 and is now more than 10 years old. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause which has led to the breakage, we can only assume, that a mechanical overload situation for example lateral stress has led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.